Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000163, serial/lot #: none, ubd: , UDI#:. Product ID: bi71000162, serial/lot #: none, ubd:, UDI#:. A medtronic representative went to the site to perform a system checkout. The batteries were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image acquisition system (ias) batteries are not holding charge when driven and that they dissipate quickly. There was no patient involvement.